Event description:
Caller reports the patient tested 4.2 inr on the coaguchek system and 9.0 inr on a comparison lab. No action taken on device result. No adverse event reported due to these results. Requested return of suspect device, however, caller states strips are unavailable for return due to lot number used being unknown.